Manufacturer narrative:
Product investigation summary: the threaded part of the connector is broken off; the fragment was still screwed into the insertion handle, but it was easy to unscrew by hand. The connector is in an extremely bad overall condition with countless heavy hammer marks all over the device, especially on the shaft. The laser markings on the shaft are completely faded. The manufacturing documents were reviewed with no complaint related issues discovered; this connector was manufactured in august, 2010 according to the specifications. The relevant dimensions on the fracture face were checked and found to be within specifications. Based on these findings, a manufacturing related issue can be excluded. The hammer marks on the shaft are a clear indication that this device was frequently exposed to very high lateral stress. It can be assumed that this inappropriate handling led to a fatigue of the material and finally the breakage of the front part. The concomitant device (insertion handle) was also received. As the breakage of the connector was caused by inappropriate handling, and since there was no allegation against the insertion handle itself, no further investigation of this part will be performed. In general, it can be mentioned that the insertion handle is in the same bad condition as the connector with heavy hammer blows all over the device. It can be assumed that inappropriate handling with lateral hammer blows led to a fatigue of the material and finally the breakage of the front part. No product related issues could be detected. Corrected data: the date of awareness was reported as (B)(6) 2016 in error on the initial medwatch. The correct awareness date for the reported event was (B)(6) 2016. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device(s) reported: insertion handle (part: 03.010.405 / lot: 3479767 / quantity: 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device is currently in the evaluation process and the results are pending completion. The subject device was mistakenly reported as an unknown device in the narrative of the initial medwatch #(B)(4). This device is known but is not marketed in the USA. Device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: synthes (B)(4) reported the event which occurred in (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. This report is for unknown driving cap/unknown lot number. Device is not distributed in the united states, but is similar to device marketed in the USA device is an instrument and is not implanted/explanted. The 510k#: unknown - no 510k to report. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; without a lot number, the device/service history record review and the investigation could not be completed; no conclusion could be drawn as product is entering the complaint system if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that connector for insertion handle was broken at its bottom portion during the surgery for olecranon fracture. No surgical delay was reported and no adverse consequences were reported. This complaint involves 1 part. This report is 1 of 1 for (B)(4).